Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown and it was reported the aortic neck was originally 28mm in diameter and it currently measures 31mm in diameter. The stent graft was originally implanted 1 cm below the renal arteries and currently it is 2cm below the renal arteries. The physician contacted medtronic and stated that a talent cuff under ide (g020050) may be required for treatment of the patient and that he would contact medtronic back if he is opting to use the talent cuff. The physician has not contacted medtronic to finalize the talent cuff request.